Event description:
Pt had a cardiac catheterization in 2004. She received a taxus drug eluting stent for a high grade lad stenosis and later discharged without further events. The pt was admitted for back surgery in december 2005. Three days later the pt had an acute anterior mi. The next day she was brought to the cardiac cath lab. During insertion of the guidewire in the left side of the heart, she went into cardiac arrest and expired. Cardiology reviewed the case and recommended reporting the event as a device failure.